Event description:
During a coronary drug eluting stenting treatment procedure the catheter shaft broke. As the physician advanced the 3.00x28mm taxus express2 drug eluting stent to the distal right coronary artery it was noticed that the "proximal shaft" was broken. All of the components were removed from the pt and the procedure was completed with another taxus stent. It was reported that the pt is in satisfactory condition.